Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low and the insulin pump went into threshold suspend but her blood glucose was not low. She is normally in the 100 mg/dl range but because of this she went over 300 mg/dl. Customer received a calibration error and change sensor alert. Blood glucose value was 348 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.